Event description:
It was reported that there was oversensing of the p waves in the ventricular channel resulting in a 2:1 atrioventricular block. It was further reported that the y adaptor was used to connect the left and right ventricular leads to the implantable pulse generator(ipg) and pace both leads. The device, adaptor, and lv lead were removed and replaced with a bi-ventricular pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 2872 y adaptor (B)(6) 2013; 407452 implantable pacing lead (B)(6) 2013; 4574 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.